Event description:
Physician reported a left side "intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing piece of the shell and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern of broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported a left side "intracapsular rupture." Device has been explanted and replaced.